Event description:
On 05/25/2024, an ilet user's daughter reported that emts were called on (B)(6) 2024 due to the user's severe low blood glucose (bg) levels. The user had been running high bg levels for several days because of bent infusion set cannulas. The user was using the convatec inset (23", 6mm) teflon cannula infusion set. The daughter speculated the user's high bg levels may have caused the ilet to maladapt and deliver excessive insulin. This resulted in the user experiencing a bg level drop to 31 mg/dl, leading to loss of consciousness and mild convulsions. The emts administered a bag of dextrose, and the user remained at home to recover with assistance from her daughter, who provided a peanut butter sandwich and orange juice as instructed by the emts. On (B)(6) 2024 a beta bionics clinical diabetes specialist (cds) followed-up with the user and daughter about the event. It was reported on (B)(6) 2024, the user announced a "more than" dinner meal announcement due to planning to eat a baked potato, but they didn't finish it. Consequently, the user's bg dropped starting at 10:00 pm after she fell asleep, reaching 37 mg/dl at 2 am, requiring emt assistance. The user and their daughter acknowledged their mistake and will announce a "usual" meal in the future. A factory reset was not done as the ilet's algorithm was not believed to be maladjusted.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes and device data, the hypoglycemic event was caused by the user overestimating the carbohydrate content of the food they would eat and choosing a meal size that was too large, resulting in an excess of insulin relative to their need.